Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo any essure confirmation test". The patient's previously administered products included for an unreported indication: mirena on (B)(6) 2010. On an unknown date, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). In (B)(6) 2012, the patient experienced mood swings ("mood swings"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / intense pain during cycles") and pelvic pain ("constant pain in lower pelvic region / pain / dull pain between cycles"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the device dislocation and mood swings outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea and pelvic pain had resolved. The reporter considered device dislocation, dysmenorrhoea, menorrhagia, migraine, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted regarding essure insertion dates ((B)(6) 2009 and (B)(6) 2012). Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received - events mood swings, vaginal bleeding, menorrhagia, migraines / headaches, migration of essure, dysmenorrhea (cramping), pelvic pain, and device monitoring procedure not performed were added. Hysterectomy was performed in (B)(6) 2014. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo any essure confirmation test". The patient's previously administered products included for an unreported indication: mirena on (B)(6) 2010. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced mood swings ("mood swings"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / intense pain during cycles") and pelvic pain ("constant pain in lower pelvic region / pain / dull pain between cycles"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia") and was found to have blood cholesterol increased ("high cholesterol"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the device dislocation, mood swings and blood cholesterol increased outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea and pelvic pain had resolved. The reporter considered blood cholesterol increased, device dislocation, dysmenorrhoea, menorrhagia, migraine, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted regarding essure insertion dates ((B)(6) 2009 and (B)(6) 2012). Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received. New event added: high cholesterol. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo any essure confirmation test". The patient's previously administered products included for an unreported indication: mirena on (B)(6) 2010. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced mood swings ("mood swings"), migraine ("migraines / headaches"), dysmenorrhoea ("dysmenorrhea (cramping) / intense pain during cycles") and pelvic pain ("constant pain in lower pelvic region / pain / dull pain between cycles"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia") and was found to have blood cholesterol increased ("high cholesterol"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed in (B)(6) 2014. At the time of the report, the device dislocation, mood swings and blood cholesterol increased outcome was unknown and the vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea and pelvic pain had resolved. The reporter considered blood cholesterol increased, device dislocation, dysmenorrhoea, menorrhagia, migraine, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted regarding essure insertion dates ((B)(6) 2009 and (B)(6) 2012). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.